Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: damaged blade or jaws. Damage due to shipping, handling conditions. Grasping on to too much or inappropriate tissue types (i.e. Bone) or grasping on staples, etc. The instructions for use (IFU) state: do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficultly opening the jaws or unintended injury to the user or patient. Notice ¿ do not engage the cutting mechanism over sutures, clips, staples, or other metal objects as damage to the cutter may occur. Notice ¿ do not turn the rotation wheel when the lever is latched. Product damage may occur. Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a sterile, wet gauze pad as needed do not attempt to clean the instrument jaws by activating the instrument on wet gauze. Product damage may occur. Remove any embedded tissue from blade track and jaw hinge area. Do not clean the instrument jaws with a scratch pad or other abrasives. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the blade on device popped out. It malfunctioned with an exposed blade. There was no patient injury or medical intervention and extended procedure time reported was five to ten minutes. These are commonly used devices that are readily available.